Event description:
It was reported that during implant, when screwing the svc coil connector, the silicone cap moved. It was not possible to put it back inside the connector. The device was not implanted.

Manufacturer narrative:
All info was provided by MFR, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. Eval description: the reported field event of a septum breaking loose was confirmed. The svc septum was returned in a bag separate from the ICD. Examination of the header under magnification found no traces of silicone adhesive was present around the svc septum bore or on the svc septum. It is believed the root cause of the anomaly was a manufacturing issue.